Event description:
It was reported that during a percutaneous coronary intervention of a de novo lesion in the proximal right coronary artery with mild tortuosity and mild calcification, a 3.5 x 23 rx xience prime stent delivery system (sds) was advanced via direct stenting and deployed at 16 atmospheres; however, when negative pressure was pulled, the balloon only partially deflated. The 3.5 x 23 rx xience prime sds was withdrawn into the guiding catheter with the balloon only partially deflated and withdrawn from the patient anatomy as a single unit. A non-abbott dilatation catheter was used as standard procedure for post-dilatation of the 3.5 x 23 rx xience prime stent. Reportedly, activated clotting time was 241 seconds complemented with angiox and timi flow pre-procedure was 0 and post-procedure was 3. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no pre-dilatation was performed. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported that the procedure completed via direct-stenting (no pre-dilatation). It should be noted that the xience prime instructions for use instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. Based on the information reviewed, there is no indication of a product deficiency.